Event description:
During the index procedure, the patient had one endeavor sprint drug-eluting stent implanted in the 1st diagonal. Approximately 33 months post index procedure, patient is reported to have suffered an mi. Investigator did not assess the relationship between the event and the study device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (myocardial infarction). Evaluation conclusions: inherent risk of procedure ¿ (myocardial infarction). (B)(4).

Event description:
Previously reported mi that occurred approximately 33 months post index procedure has been assessed by the investigator as not related to the study device. Investigator assessed mi was not related to the target vessel. Patient underwent a non target vessel revascularization approximately 5 days later as a result of the mi. An unknown brand stent was implanted in the rca.